Event description:
Device 2 of 3: MFR. Reference report: 3006705815-2019-01544, and 1627487-2019-04999. It was reported that the patient had an error displayed on the patient controller while setting the ipg to MRI mode. Diagnostics revealed low impedance on 3 contacts. Positional changes did not resolve the issue. As a result, on (B)(6) 2019 the system was explanted.